Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 119-140mg/dl fasting. Verified the strips expire 11/30/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 196mg/dl and 233mg/dl not fasting. Reviewed meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 119-140mg/dl fasting. Verified the strips expire 11/30/2016. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 196mg/dl and 233mg/dl not fasting. Reviewed meter memory: (B)(6). No adverse event reported.